Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: the pump's black box showed voltage fluctuations leading to low battery alarms. This indicated that partially discharged batteries were being inserted into the pump. The battery cap had stripped threads. The battery compartment was cracked. The alleged battery life issue could not be duplicated during the investigation.